Event description:
It is reported that patient developed a red rash like area accompanied by intermittent burning sensation located under the mass and tape collar which extends beyond the skin barrier a small amount at the distal end requiring a prescription for antifungal cream from the physician for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the patient requiring a prescription for antifungal cream to treat the affected site. Daughter of patient, states that she is unsure of all of the products used. A protective skin barrier spray (name unknown) is used on peristomal skin. In addition, coloplast brava strips are applied to the edges of the skin barrier. Lastly, it is also reported that patient saw a colorectal surgeon last week and she has surgery scheduled for (B)(6) 2014. Surgeon plans to revise her stoma since her stoma is flush and repair her multiple hernias. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.